Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: norway.

Event description:
It was reported that during surgery, the surgeon was unable to set the correct thickness of the graft. The thickness control lever was not loose. The taken graft was damaged, some was used and some was discarded. An additional unplanned skin graft was needed to complete the surgery, and it was taken from a partially new site. There was no surgical delay reported. The surgical technique for the product was utilized. No other device was used to complete the surgery. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d1, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the control bar was out of position. The control bar assembly was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.